Event description:
The handpiece was returned to the MFR for service and during the eval, there was a run-on condition with the device in regards to very slow braking. There was no pt involvement at the MFR during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of possible run-on was duplicated. Evidence of non-MFR parts and service was found, which may have contributed to the event. Based on the investigation details, the likely cause was problems with the motor, which was replaced along with other components.